Manufacturer narrative:
The investigation determined the event was due to a maintenance issue at the customer site. The reaction cells had not been replaced for approximately 6 months. Product labeling indicates that replacing reaction cells are part of "maintenance actions that must be performed on a monthly basis." The customer had no further issues after replacing the reaction cells.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant results for 1 patient tested for tina-quant hemoglobin a1c gen.3 (a1c-3) on a cobas 6000 c (501) module compared to a premier hb9210 instrument. The patient was initially tested on the premier instrument with an hba1c result of 5.64%. The sample was repeated on the c501 module with results of 6.9% and 7.3%. After re-calibrating a new reagent kit with the same lot number, the result from the c501 was 6.6%. A new sample was obtained and the result from the c501 module was 6.4%. The new sample was repeated on the premier instrument with a result of 6.43%. Due to the 6.43% result from the premier instrument, the original sample was repeated on the c501 module with a result of 6.14%. The questionable results from the c501 module were reported outside of the laboratory. The a1c-3 reagent lot number was 472015. The expiration date was not provided.